Event description:
A healthcare professional reported that a patient received an injection using juvéderm® voluma¿ xc in the midface. Four months post treatment the patient had a late onset nodules/swelling. The patient received one round of steroids with no resolve. The filler ended up having to be dissolved. Patient also had restylane during the same time as the juvéderm® voluma¿ xc treatment and wanted to know if they could receive juvéderm® in the future.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026.